Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states the dealer alleges he was repairing the left and right rear wheel and noticed on one side of the wheel the rim was bent and a bolt was broken.